Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Corrected b5 section and it should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging noticed black particles in air device related to a CPAP device's sound abatement foam. There was no report of patient harm or injury.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058

Manufacturer narrative:
Additional information was received on sept 28, 2023 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging noticed black particles in air device related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally and internally, observed minor dust/dirt contamination on top and bottom enclosures, keypad, control dial, sd cover flip door, ui panel, rear panel, blower, blower box, p4 power connector, dc jack color insert. Hairlike substance on top enclosure and control dial. Dark unknown contaminate on inside of the ui panel. Possible liquid ingress was observed on the p4 power connector. A contaminate consistent with keratin was observed on the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer was unable to directly address the symptoms outlined in complaint. They did observe dust/ dirt contamination in the likely from a source external to the device. There was no evidence of sound abatement foam degradation.